Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed incoming functional test for sensitivity; failure reran and the device passed this test (intermittent operation). Analysis also found the main printed circuit board is out of electrical specification. The upper case and lower case are broken and the battery drawer is contaminated. (B)(4).

Manufacturer narrative:
Further analysis was performed on the device. Visual inspection revealed no anomalies. Bench analysis found that the low battery led did not illuminate. It was noted that there was a bad solder joint on the interconnect flex. After the solder joint was reflowed low battery operation was correct. Conclusion: the test failure seen during service and repair of the device was confirmed due to an open circuit on interconnect flex.